Event description:
This is report 2 of 2 for (B)(4). It was reported from china that the patient underwent an open reduction and internal fixation of the humerus fracture and shoulder sleeve repair procedure, and the surgeon discovered that two anchors from the 4.5 healix advance br w/ocord device were detached during reexamination. It was further reported that the patient had a secondary procedure to retrieve the detached device. There was patient involvement reported. It was reported that the patient was still hospitalized currently and in good condition. There were reports of medical intervention and prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E1: the reporter¿s complete facility address was not provided. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual inspection of the photo reveled that two anchor completely impregnated with foreign matter, are not attached to the inserter, which is not shown in the photo, also broken sutures are attached to them impregnated with biological matter. The overall complaint was confirmed as the observed condition of the two 4.5 healix advance br w/ocord would contribute to the complained devices issue. Based on the investigation findings, the root cause is traced to procedural variables, such handling of the device or product interaction during procedure; an incorrect alignment of the anchors when they were being inserted may have caused an incomplete insertion and consequently the anchors were pulled out. Also, the broken suture can be attributed to an excessive tension applied to the suture and consequently it broke. As per instructions for use, incomplete insertion or poor bone quality may result in anchor pullout. Apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.